Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillator (B)(6) old male patient, the clinician was unable to remove the electrode from the packaging. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.